Event description:
It was reported that the needle caused a burn. A radio frequency ablation procedure was being performed on a tumor for a patient with liver cancer. The leveen standard was being used for this procedure. When the needle was in position and the ablation was occurring the needle was hot and smoking which resulted in the patient becoming burned. The procedure was completed with this device. After the procedure, the patient was considered stable.

Manufacturer narrative:
Device evaluated by MFR: one rf probe was returned for analysis. No visual damages defects were observed on the electrode. The electrode connector and cable connector did not have any visual defect. A functional evaluation extended and retracted the tines without resistance. The tines were evenly spaced and undamaged. An electrical evaluation was performed by measuring the continuity, the electrode was able to conduct current indicating proper connectivity. The resistance test for the electrode and the cable were within specification.

Event description:
It was reported that the needle caused a burn. A radio frequency ablation procedure was being performed on a tumor for a patient with liver cancer. The leveen standard was being used for this procedure. When the needle was in position and the ablation was occurring the needle was hot and smoking which resulted in the patient becoming burned. The procedure was completed with this device. After the procedure, the patient was considered stable.